Event description:
One day post-implant the device was interrogated and the printer on the programmer would not sop printing even after rebooting. The device remains implanted.

Manufacturer narrative:
On (B)(6) 2010: this event concerns a device that was manufactured and used outside the united states. (B)(4). Since the device remains implanted, the programmer files were reviewed. The reported event is not due to implant operation, it results from programmer defect which has been solved by after-sales service.